Manufacturer narrative:
This report is submitted on behalf of the manufacturer (B) (4) and the importer (B) (4). The production history file was reviewed and indicated that the device was released according to the product specifications. The ring was returned and evaluated. No failure was detected and the ring was found to be within its specification. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices and the current cumulative leak rate found with the use of the car device is within the range reported in the literature for anastomosis devices. Pt's co-morbidities including diabetes and obesity are known to be associated with an increased risk of anastomotic failure.

Event description:
The pt underwent a surgery to remove two segments of the bowel; (sigmoid/mesorectum and then a portion of the left colon) due to cancer. The procedure started as a robot and was converted to open. The anastomosis was created with the car device. The pt incurred infection due to dehiscence of the anastomotic site. Another surgery was performed and the ring was removed.